Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path and black particles. The patient alleges drowsiness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles. The patient alleges drowsiness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In the previously submitted report, the evaluation method code grid, evaluation results code grid, conclusion code grid, and section b5 (describe event or problem) were incorrect and are updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles. The patient alleges drowsiness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 09/28/2023: the device was returned to the manufacturer's product investigation laboratory for investigation. The airflow was verified to be operating correctly. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. An internal and external visual inspection of the device was completed by the manufacturer and found unknown black sticky substance on both sides of the device by the door panels, most likely from a sticker, unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box with tiny gray fibers/hairs at the air inlet of the blower box, light dust-like contamination on the inside of the front panel, rear panel, top enclosure and in the bottom enclosure. Dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Tiny unknown black, brown and white specks of contamination on the bottom of the blower box with a few tiny pieces of potential hair or fiber in the bottom of the blower box. Bottom of blower motor, inside of the blower motor and inside the bottom of the blower box had water/fluid spots in them, indicating potential water ingress. Pil used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There were no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The investigation was able to confirm the complaint of particles in the airway, but they were not consistent with degraded sound abatement foam and could not address the symptoms specified. In this report, box d, h has been updated/corrected.